Event description:
It is reported that the device was implanted in 2006, and explanted in 2008, due to the pin backing out.

Manufacturer narrative:
Eval summary: no post operative x-rays or any visual means have been provided to confirm whether the locking of the pin occurred in the first place. The exact cause can not be determined with certainty. Eval: device history records indicate device mfg to spec.